Event description:
Doctor tried to pull bag with gall bladder through trocar opening then opened the defect further. Bag ripped and gall bladder fell into patient.

Manufacturer narrative:
The event extended the procedure. No injury to the patient was reported. Anchor's investigation was not able to confirm the cause of the incident as the complaint product was not returned to anchor. The complaint sample was discarded by the end user.